Event description:
It was reported there a (B)(4) transmission showed ventricular oversensing. The physician decided not to take any action. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.